Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including internal inspection, bench handling and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show occurrences of check pads. However, this does confirm a device malfunction and are indications that a valid patient impedance was not being recognized at that time. There are multiple factors that could contribute to this condition. Some include, pads not connected to the patient, damaged pads or cables, poor coupling, patient skin condition or poor patient preparation. The electrode pads and multifunction cable were not returned as part of this investigation. No trend is associated with reports of this type.